Event description:
Initial result for a patient digoxin was >5.00. When repeated the result was 0.552. The incorrect result was not used to guide patient treatment. The field service representative found the mixing paddle was incorrectly adjusted and repaired the instrument by adjusting the paddle.